Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when blood leakage in the hemostatic valve was observed. The blood leakage was observed during the procedure. A new device was used to complete the surgery and there was no patient injury reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when blood leakage in the hemostatic valve was observed. The blood leakage was observed during the procedure. A new device was used to complete the surgery and there was no patient injury reported. The device evaluation was completed on 08-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The hemostatic valve dislodged inside of hub component is directly related to the air leakage reported by the customer. It should be noted that product failure is multifactorial. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: pc-001480377 during an internal review on 29-jan-2024, noted a correction to 3500a follow-up #1. H10. Additional manufacturer narrative it was reported, "the bwi product analysis lab received the device for evaluation on 18-dec-2023." However, fields d9. Device available for evaluation?, d9. Date device returned to manufacturer and d9. Is device returned to manufacturer? Were left blank. Therefore, have processed.